Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump when using a primary with a secondary infusion set up had experienced an under infusion during therapy [ancef, 70 ml, rate and dose unknown]. To correct this issue the nurse had to program the device to 80 ml in order for the pump to infuse the correct amount. There was no known patient injury or medical intervention associated with this event. No additional information is available.